Event description:
The reporter indicated that after the lead was implanted, intermittent loss of ventricular capture was observed. The loss of capture became more frequent over the course of the first evening postop. There were no changes with lead impedance throughout this time period. At one day postop, the physician elected to replace the lead.